Event description:
New information noted that the patient was doing fine and would be followed remotely via merlin.net transmission.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was asymptomatic pre-procedure.